Manufacturer narrative:
Balt USA reference: # (B)(4). An evaluation of the actual complaint sample could not be performed as device was unavailable to be return. If the device becomes available in the future, the complaint file will be revisited and the investigation results updated accordingly. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f250100864 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "incident date: 19/02/2026 a patient with aci aneurysma, lvis stent first and 2 optima coils used (opti0827cst10, opti0724cst10). Delivered through microcatheter prowler select j-tip and fargomax guide catheter. As the 3rd coil used opti0517csf10. During repositioning, the coil became prematurely detached in the microcatheter (picture 01 and 02). The coil could not be removed in any way (balloon in fargomax, stentriever,..). The solution chosen was the implantation of the leo+ stent 4,5x50 over the coil (picture 03). After leo implantation optima 3mm coil implanted into the aneurysma w/o any problems." Incident report form submitted for this complaint indicates that no patient injury was sustained.